Event description:
A customer reported multiple intermittent occlusion alarms with their insulin pump. The customer's blood glucose level was reported as "high" on their dexcom app, though the specific value was unknown. A correction bolus was administered via the pump, and no external assistance was required. After extensive troubleshooting, it was determined that a pump replacement was necessary, which was approved by cl ss. The customer was advised to continue using the current pump until the replacement arrives and was provided with instructions for returning the malfunctioning pump.